Event description:
An intensive care unit nurse called and reported the following blood glucose, carbohydrate intake and insulin treatment for her pt: at 6:14 pm, the pt set a 2 unit per hour temporary basal rate. Around 7:50 pm, the pt was admitted. The pod was removed and discarded. The nurse also stated that the pt had been sick with "a bug" and extremely stressed which could have caused or contributed to her hyperglycemia. The pt was on an IV drip and her bg was coming back down, but she still didn't feel well.

Manufacturer narrative:
The device was discarded and will not return for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), " and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."